Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye showed a black abrasion on the outer side of the header cap. This black abrasion was also seen on the inside of the bottom foil of the sterile packaging. The black particulate matter was outside the fluid pathway. The reported condition was verified. The cause of the condition could not be determined for this event. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before patient use, upon opening a package of a polyflux 21l set, a black spot was found in the header. There was no patient involvement. No additional information is available.